Event description:
Report stated, that implants failed due to the fixture's initial instability. On investigation, dentist was unable to recall specific patient(s) and could not provide any add'l information.

Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently revised to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation. Date of test: in 20ype of test (s): send the returned product to the lab for sem (scanning electron microscope) imaging to verify sla (sand blasting with large grit and acid etching) type surface treatment was completed. Re-inspect the returned product's dimensions to verify if the product meets its specifications. Results: as a result of a sem imaging, sla type surface treatment was completed. As a result of a re-inspection, the product meets its specifications. Conclusion: we could conclude that the implant failure was not due to the deficiencies of the product. Possible cause may be surgical mistake, pt bone condition, pt oral hygiene, or patient behavior, etc. See add'l pages.